Event description:
It was reported that a minimum fill notification occurred, however the customer was not able to recall the total amount of insulin filled into the cartridge and declined to reload the same cartridge. There was no reported adverse effect to the customer's blood glucose level. Technical support guided the caller through filling and loading a new cartridge onto the pump using the proper technique, which resolved the issue, allowing the caller to successfully resume insulin delivery.